Event description:
It was reported that during a laparoscopic cholecystectomy procedure, experienced one clip that did not completely form while firing cystic duct. Case completed with same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Lockout broken, returned empty. The analysis results found that the er320 device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.